Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this device, the physician had difficulties inserting the right atrial (ra) lead into the header of the device. The physician used a mineral oil and was able to successfully insert the lead. There were no adverse patient effects. The device remains in service.